Event description:
According to the reporter, during tissue resection in a laparoscopic large intestine resection, the surgeon was able to press the safety button, but the device did not fire. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.